Event description:
During an unrelated procedure, loss of capture was observed on the left ventricular (lv) lead. Fluoroscopic imaging was performed and the lv lead was found dislodged. The device was reprogrammed to resolve this event. The patient was stable.